Manufacturer narrative:
Angle out-of-calibration.

Event description:
It was reported by service report that the foot section will not go down and the angle measurement is incorrect. No patient involvement or adverse consequences are reported.